Manufacturer narrative:
The tech found that the head drive would not articulate under weight. The tech replaced the head drive to repair the bed.

Event description:
The account alleged that the head section will quickly drift down when weight is applied.